Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. There are no nonconformities associated with this device with respect to the described issues. The DHR review showed, that the device was manufactured according to valid instructions and met all of its specifications. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that an hf unit (generator) had an e433 error. The issue occurred before the procedure and during inspection. There was no delay in the procedure since a second device was available for the procedure. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted to capture the reportable malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to g2, adding other and italy. Information was inadvertently not included on the initial medwatch. The evaluation was completed. During device evaluation, the phenomenon of error code e433 was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. Additionally, there was a cracked front panel; however, this defect is not considered severe enough to cause a potential adverse event. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.